Event description:
It was reported that during implant attempt, impedance of 6944 lead was 2114 ohm measured over analyzer with good threshold and sensing. Connected to the device the impedance showed >3000 ohm. Switch back to analyzer showed 2114 ohm connected new device. Impedance was again over 3000 ohm. Changing device to allocate error. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.